Event description:
As reported by the end user on (B)(6) 2010, while removing a unifuse infusion catheter at the end of a catheter-directed thrombolysis procedure, the radiopaque (ro) marking band fell off the catheter. The end user was able to retrieve the ro marker before it migrated into the patient and the ro marker and catheter were successfully removed. No further medical intervention required due to this event. It was noted that the patient was fine after the procedure and no harm came to the patient.

Manufacturer narrative:
A visual evaluation of the returned sample noted the ro marker was detached from the catheter and the ro marker was split longitudinally. The complaint investigation has been confirmed. A visual examination of the returned sample noted indentations on the catheter that are consistent with previously viewed samples of a properly swaged/embedded ro marker. The exact root cause of the complaint could not be determined. The most likely root cause for the reported complaint maybe that the ro marker had an undetectable split and was damaged prior to the embedding process. During use, the ro marker was weakened, causing failure. However, this cannot be definitely determined at this time. This is the first reported complaint for this product family and failure mode, and appears to be an isolated incident. As no lot number was provided, a ship history was conducted on the reported catalog number. In the last five months, the complainant has received the following lot number; 502031. The lot history records were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. This type of complaint will continue to be monitored for trends. (B)(4).